Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the front response button metal dome was damaged. The cause of the inability to activate the device is the damaged metal dome. The root cause of the damaged metal dome cannot be positively identified but is likely physical abuse. No adverse event resulted from the monitor. The pt received a replacement monitor.